Event description:
A nurse reported that during intraocular lens (iol) implantation, there was temporal zonular dehiscence due to the iol moving posteriorly and compressing the temporal anterior capsular flap prior to lens reaching the central anterior capsular opening. Additional information has been requested stating the there was a tear in capsule due to the event. The implanted iol was explanted during initial procedure and the surgery was completed with a back up lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in e.3. And g.2.- initially reporter occupation was incorrectly selected as non healthcare professional whereas it should be nurse. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in b.5. And h.6.- patient code 1845 was inadvertently not added in the previous reports submitted. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implantation, there was temporal zonular dehiscence due to the iol moving posteriorly and compressing the temporal anterior capsular flap prior to lens reaching the central anterior capsular opening. The implanted iol was explanted during initial procedure by enlarging the temporal wound and the surgery was completed with a back up lens. Additional information has been requested stating the there was a tear in capsule due to the event.